Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device did not initially power up. The cause of the initial power issue was not determined and there was no part replaced and/or repairs made to resolve this issue. The device will be scrapped.